Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. Programming changes were discussed. On (B)(6) 2018, the patient presented in clinic reporting feeling tired. The noise was reproducible using isometrics. Programming changes were made and the issue was resolved. Continued remote monitoring noted continued noise. No intervention was performed and no patient symptoms were reported.